Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coiled metal wire embedded in one cornu of the endometrial cavity'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: bacteria infection in uterus'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), crohn's disease ('autoimmune diagnosed:crohn's'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease'), diabetes mellitus ('autoimmune disorder type of disorder: diabetes') and autoimmune arthritis ('autoimmune disorder type of disorder: arthritis') in a 35-year-old female patient who had essure (ess205) (batch no. 12249114,12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, open wound of abdominal wall, cholecystectomy, ileostomy, anemia, vitamin d deficiency, hypothyroidism, kidney stone, uterine bleeding, ovarian cyst, ulcerative colitis, blurred vision, hemorrhagic ovarian cyst, cervicalgia, lower abdominal pain, ureterolithiasis, pelvic adhesions, inflammatory bowel disease, dysfunctional uterine bleeding and bowel resection. Concurrent conditions included overweight. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), alopecia ("hair loss/hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches"), tooth loss ("dental problems: tooth loss") and fatigue ("fatigue"). In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("bladder/urinary problems:vaginal discharge/vaginal discharge"), vulvovaginal mycotic infection ("vag. Infect/infection (bladder/ urinary tract/vaginal) type: yeast") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced dry skin ("rashes or skin conditions type: severe dry skin"), urticaria ("rashes or skin conditions type: hives") and rash macular ("rashes or skin conditions type: red patches whole body"), 6 years 6 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), autoimmune arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fibromyalgia ("autoimmune diagnosed: ibromyalgia/autoimmune disorder type of disorder: fibro myalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), nausea ("nausea") and pain ("whole body extreme pain") and was found to have weight decreased ("weight gain and weight loss/weight gain / loss weight gain / loss specify which one: weight loss"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (thermachoice thermal ablation and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, crohn's disease, autoimmune thyroiditis, diabetes mellitus, autoimmune arthritis, fibromyalgia, vulvovaginal mycotic infection, alopecia, weight decreased, migraine, headache, female sexual dysfunction, depression, post-traumatic stress disorder, dry skin, urticaria, rash macular, nausea, tooth loss, dyspareunia, fatigue and pain outcome was unknown and the uterine infection, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, autoimmune thyroiditis, crohn's disease, depression, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, nausea, pain, pelvic pain, post-traumatic stress disorder, rash macular, tooth loss, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Date of additional surgeries (B)(6) 2006. Type of additional surgeries other. Date(s) of removal: (B)(6) 2011 (discrepancy noted). Current weight 109 lbs. There were 14 fully-deployed coils on the patient's left side, the device then uncoiled with an optimum 3 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Computerised tomogram abdomen - on an unknown date: resolution of a right ovary cyst with development of a left ovarian cyst. The diameter is 4.5 cm, right lower quadrant ostomy; on (B)(6) 2011: 4 cm right adnexal cyst probably an ovarian cyst. There is a 4 cm cystic lesion in the right adnexa likely representing a large right ovarian cyst. There is no free fluid.. Hysterosalpingogram - on (B)(6) 2006: the right coil was not visible, however, it was noted that the patient had a postoperative hysterosalpingogram showing occlusion of the tube and small bubbles in the uterine cavity did not exude from the right fallopian tube.; on (B)(6) 2005: results of essure confirm. Test bilateral occlusion, there is complete occlusion of both uterine tubes, satisfactory position of the right uterine tube occluding device with occlusion of the right uterine tube. Patency of the left uterine tube despite placement of the occluding device. Due to the essure occlusion devices. Ultrasound pelvis - on (B)(6) 2011: finding suggesting fallopian tube contraceptive devices, bilaterally. Grossly normal ovaries without discrete adnexal masses.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headache, nausea, depression, fibromyalgia, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device lot number:12249114 manufacture date: 2003-12 expiration date:2005-05. Lot number:12258954 manufacture date: 2004-06 expiration date:2005-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coiled metal wire embedded in one cornu of the endometrial cavity'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: bacteria infection in uterus'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding vaginal, menorrhagia'), crohn's disease ('autoimmune diagnosed:crohn's'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease'), diabetes mellitus ('autoimmune disorder type of disorder: diabetes') and autoimmune arthritis ('autoimmune disorder type of disorder: arthritis') in a 35-year-old female patient who had essure (ess205) (batch no. 12249114,12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, open wound of abdominal wall, cholecystectomy, ileostomy, anemia, vitamin d deficiency, hypothyroidism, kidney stone, uterine bleeding, ovarian cyst, ulcerative colitis, blurred vision, hemorrhagic ovarian cyst, cervicalgia, lower abdominal pain, ureterolithiasis, pelvic adhesions, inflammatory bowel disease, dysfunctional uterine bleeding and bowel resection. Concurrent conditions included overweight. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea cramping"), alopecia ("hair loss/hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches"), tooth loss ("dental problems: tooth loss") and fatigue ("fatigue"). On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("bladder/urinary problems:vaginal discharge/vaginal discharge"), vulvovaginal mycotic infection ("vag. Infect/infection (bladder/ urinary tract/vaginal) type: yeast") and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced dry skin ("rashes or skin conditions type: severe dry skin"), urticaria ("rashes or skin conditions type: hives") and rash macular ("rashes or skin conditions type: red patches whole body"), 6 years 6 months after insertion of essure (ess205). In (B)(6) 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), autoimmune arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fibromyalgia ("autoimmune diagnosed: fibromyalgia/autoimmune disorder type of disorder: fibro myalgia"), female sexual dysfunction ("apareunia inability to have sexual intercourse"), depression ("psychological or psychiatric problems: condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), nausea ("nausea") and pain ("whole body extreme pain") and was found to have weight decreased ("weight gain and weight loss/weight gain / loss weight gain / loss specify which one: weight loss"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (thermachoice thermal ablation and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, crohn's disease, autoimmune thyroiditis, diabetes mellitus, autoimmune arthritis, fibromyalgia, vulvovaginal mycotic infection, alopecia, weight decreased, migraine, headache, female sexual dysfunction, depression, post-traumatic stress disorder, dry skin, urticaria, rash macular, nausea, tooth loss, dyspareunia, fatigue and pain outcome was unknown and the uterine infection, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, autoimmune thyroiditis, crohn's disease, depression, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, nausea, pain, pelvic pain, post-traumatic stress disorder, rash macular, tooth loss, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Date of additional surgeries (B)(6) 2006. Type of additional surgeries other date(s) of removal: 27mar2011 (discrepancy noted). Current weight 109 lbs. There were 14 fully-deployed coils on the patient's left side, the device then uncoiled with an optimum 3 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Computerised tomogram abdomen on an unknown date: resolution of a right ovary cyst with development of a left ovarian cyst. The diameter is 4.5 cm, right lower quadrant ostomy; on (B)(6) 2011: 4 cm right adnexal cyst probably an ovarian cyst. There is a 4 cm cystic lesion in the right adnexa likely representing a large right ovarian cyst. There is no free fluid. Hysterosalpingogram on (B)(6) 2006: the right coil was not visible, however, it was noted that the patient had a postoperative hysterosalpingogram showing occlusion of the tube and small bubbles in the uterine cavity did not exude from the right fallopian tube.; on (B)(6) 2005: results of essure confirm. Test bilateral occlusion, there is complete occlusion of both uterine tubes, satisfactory position of the right uterine tube occluding device with occlusion of the right uterine tube. Patency of the left uterine tube despite placement of the occluding device. Due to the essure occlusion devices. Ultrasound pelvis on (B)(6) 2011: finding suggesting fallopian tube contraceptive devices, bilaterally. Grossly normal ovaries without discrete adnexal masses. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headache, nausea, depression, fibromyalgia, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device lot number:12249114, manufacture date: 2003-12, & expiration date:2005-05 . Lot number:12258954, manufacture date: 2004-06, & expiration date:2005-07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coiled metal wire embedded in one cornu of the endometrial cavity'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: bacteria infection in uterus'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and crohn's disease ('autoimmune diagnosed:crohn's') in an adult female patient who had essure (ess205) (batch no. 12249114, 12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, open wound of abdominal wall, cholecystectomy, ileostomy, anemia, vitamin d deficiency, hypothyroidism, kidney stone, uterine bleeding, ovarian cyst, ulcerative colitis, blurred vision, hemorrhagic ovarian cyst, cervicalgia, lower abdominal pain, ureterolithiasis, pelvic adhesions, inflammatory bowel disease, dysfunctional uterine bleeding and bowel resection. On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fibromyalgia ("autoimmune diagnosed: ibromyalgia/autoimmune disorder type of disorder: fibro myalgia"), vaginal discharge ("bladder/urinary problems:vaginal discharge/vaginal discharge"), vulvovaginal mycotic infection ("vag. Infect/infection (bladder/ urinary tract/vaginal) type: yeast"), alopecia ("hair loss/hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease"), arthritis ("autoimmune disorder type of disorder: arthritis"), diabetes mellitus ("autoimmune disorder type of disorder: diabetes"), dry skin ("rashes or skin conditions type: severe dry skin"), urticaria ("rashes or skin conditions type: hives"), rash macular ("rashes or skin conditions type: red patches"), nausea ("nausea"), tooth loss ("dental problems: tooth loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pain ("whole body extreme pain") and was found to have weight decreased ("weight gain and weight loss/weight gain / loss weight gain / loss specify which one: weight loss"). The patient was treated with surgery (thermochroic thermal ablation and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the embedded device, uterine infection, crohn's disease, fibromyalgia, vaginal discharge, vulvovaginal mycotic infection, alopecia, weight decreased, migraine, headache, vaginal haemorrhage, female sexual dysfunction, depression, post-traumatic stress disorder, autoimmune thyroiditis, arthritis, diabetes mellitus, dry skin, urticaria, rash macular, nausea, tooth loss, dyspareunia, fatigue and pain outcome was unknown and the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, arthritis, autoimmune thyroiditis, crohn's disease, depression, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, nausea, pain, pelvic pain, post-traumatic stress disorder, rash macular, tooth loss, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Date of additional surgeries (B)(6)2006 type of additional surgeries other date(s) of removal: (B)(6)2011 (discrepancy noted) current weight 109 lbs. There were 14 fully-deployed coils on the patient's left side, the device then uncoiled with an optimum 3 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Computerised tomogram abdomen - on an unknown date: resolution of a right ovary cyst with development of a left ovarian cyst. The diameter is 4.5 cm, right lower quadrant ostomy; on (B)(6)2011: 4 cm right adnexal cyst probably an ovarian cyst. There is a 4 cm cystic lesion in the right adnexa likely representing a large right ovarian cyst. There is no free fluid.. Hysterosalpingogram - on (B)(6)2006: the right coil was not visible, however, it was noted that the patient had a postoperative hysterosalpingogram showing occlusion of the tube and small bubbles in the uterine cavity did not exude from the right fallopian tube.; on (B)(6)2005: results of essure confirm. Test bilateral occlusion, there is complete occlusion of both uterine tubes, satisfactory position of the right uterine tube occluding device with occlusion of the right uterine tube. Patency of the left uterine tube despite placement of the occluding device. Due to the essure occlusion devices. Ultrasound pelvis - on (B)(6)2011: finding suggesting fallopian tube contraceptive devices, bilaterally. Grossly normal ovaries without discrete adnexal masses.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headache, nausea, depression, fibromyalgia, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Events per pfs: vaginal bleeding, bacterial uterus infection, apareunia, depression, post-traumatic stress disorder, hashimoto's disease, arthritis, diabetes, dry skin, hives, red patches, nausea, tooth loss, dyspareunia, fatigue, whole body extreme pain were added, vaginal discharge was clubbed with previously reported event, weight loss clubbed with weight fluctuation and event pt was updated. Lot number received. P:patient¿s medical history was added. Event per mr: there is a coiled metal wire embedded in one cornu of the endometrial cavity. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coiled metal wire embedded in one cornu of the endometrial cavity'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: bacteria infection in uterus'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), crohn's disease ('autoimmune diagnosed:crohn's'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease'), diabetes mellitus ('autoimmune disorder type of disorder: diabetes') and autoimmune arthritis ('autoimmune disorder type of disorder: arthritis') in a 35-year-old female patient who had essure (ess205) (batch no. 12249114,12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, open wound of abdominal wall, cholecystectomy, ileostomy, anemia, vitamin d deficiency, hypothyroidism, kidney stone, uterine bleeding, ovarian cyst, ulcerative colitis, blurred vision, hemorrhagic ovarian cyst, cervicalgia, lower abdominal pain, ureterolithiasis, pelvic adhesions, inflammatory bowel disease, dysfunctional uterine bleeding and bowel resection. Concurrent conditions included overweight. On 25-aug-2004, the patient had essure (ess205) inserted. In august 2004, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"), alopecia ("hair loss/hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches"), tooth loss ("dental problems: tooth loss") and fatigue ("fatigue"). In september 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal discharge ("bladder/urinary problems:vaginal discharge/vaginal discharge"), vulvovaginal mycotic infection ("vag. Infect/infection (bladder/ urinary tract/vaginal) type: yeast") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In november 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 24-mar-2011, the patient experienced dry skin ("rashes or skin conditions type: severe dry skin"), urticaria ("rashes or skin conditions type: hives") and rash macular ("rashes or skin conditions type: red patches whole body"), 6 years 6 months after insertion of essure (ess205). In june 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant), autoimmune arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fibromyalgia ("autoimmune diagnosed: ibromyalgia/autoimmune disorder type of disorder: fibro myalgia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), nausea ("nausea") and pain ("whole body extreme pain") and was found to have weight decreased ("weight gain and weight loss/weight gain / loss weight gain / loss specify which one: weight loss"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (thermachoice thermal ablation and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on 25-mar-2011. At the time of the report, the embedded device, crohn's disease, autoimmune thyroiditis, diabetes mellitus, autoimmune arthritis, fibromyalgia, vulvovaginal mycotic infection, alopecia, weight decreased, migraine, headache, female sexual dysfunction, depression, post-traumatic stress disorder, dry skin, urticaria, rash macular, nausea, tooth loss, dyspareunia, fatigue and pain outcome was unknown and the uterine infection, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, vaginal discharge and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, autoimmune thyroiditis, crohn's disease, depression, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, nausea, pain, pelvic pain, post-traumatic stress disorder, rash macular, tooth loss, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding.date of additional surgeries 14aug2006type of additional surgeries otherdate(s) of removal: 27mar2011 (discrepancy noted)current weight 109 lbstherewere 14 fully-deployed coils on the patient's left side, the device then uncoiled with an optimum 3 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 25.3 kg/sqm.computerised tomogram abdomen - on an unknown date: resolution of a right ovary cyst with development of a left ovarian cyst. The diameter is 4.5 cm, right lower quadrant ostomy; on 05-feb-2011: 4 cm right adnexal cyst probably an ovarian cyst. There is a 4 cm cystic lesion in the right adnexa likely representing alarge right ovarian cyst. There is no free fluid..hysterosalpingogram - on 14-aug-2006: the right coil was not visible, however, it was noted that the patient had a postoperativehysterosalpingogram showing occlusion of the tube and small bubbles in the uterine cavity did notexude from the right fallopian tube.; on 07-mar-2005: results of essure confirm. Test bilateral occlusion, there is complete occlusion of both uterine tubes, satisfactory position of the right uterine tube occludingdevice with occlusion of the right uterine tube.patency of the left uterine tube despite placement of theoccluding device.due to the essure occlusion devices.ultrasound pelvis - on 21-feb-2011: finding suggesting fallopian tube contraceptive devices, bilaterally. Grossly normal ovaries withoutdiscrete adnexal masses.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headache, nausea, depression, fibromyalgia, menorrhagiaconcerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded devicelot number: 12249114 manufacture date: 2003-12 expiration date: 2005-05 lot number: 12258954 manufacture date: 2004-02 expiration date: 2005-07 quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 20-dec-2019: pfs received- outcome of events vaginal bleeding, uterine infection, vaginal discharge update to recovered. Medical history, lab data, treatment drug were added.a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('there is a coiled metal wire embedded in one cornu of the endometrial cavity'), uterine infection ('infection (bladder/ urinary tract/vaginal) type: bacteria infection in uterus'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and crohn's disease ('autoimmune diagnosed:crohn's') in an adult female patient who had essure (ess205) (batch no. 12249114, 12258954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included suicide attempt, open wound of abdominal wall, cholecystectomy, ileostomy, anemia, vitamin d deficiency, hypothyroidism, kidney stone, uterine bleeding, ovarian cyst, ulcerative colitis, blurred vision, hemorrhagic ovarian cyst, cervicalgia, lower abdominal pain, ureterolithiasis, pelvic adhesions, inflammatory bowel disease, dysfunctional uterine bleeding and bowel resection. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)/dysmenorrhea (cramping)"), fibromyalgia ("autoimmune diagnosed: ibromyalgia/autoimmune disorder type of disorder: fibro myalgia"), vaginal discharge ("bladder/urinary problems:vaginal discharge/vaginal discharge"), vulvovaginal mycotic infection ("vag. Infect/infection (bladder/ urinary tract/vaginal) type: yeast"), alopecia ("hair loss/hair loss"), migraine ("migraine/migraines / headaches"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems: condition: depression"), post-traumatic stress disorder ("psychological or psychiatric problems: ptsd"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's disease"), autoimmune arthritis ("autoimmune disorder type of disorder: arthritis"), diabetes mellitus ("autoimmune disorder type of disorder: diabetes"), dry skin ("rashes or skin conditions type: severe dry skin"), urticaria ("rashes or skin conditions type: hives"), rash macular ("rashes or skin conditions type: red patches"), nausea ("nausea"), tooth loss ("dental problems: tooth loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pain ("whole body extreme pain") and was found to have weight decreased ("weight gain and weight loss/weight gain / loss weight gain / loss specify which one: weight loss"). The patient was treated with surgery (thermachoice thermal ablation and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device, uterine infection, crohn's disease, fibromyalgia, vaginal discharge, vulvovaginal mycotic infection, alopecia, weight decreased, migraine, headache, vaginal haemorrhage, female sexual dysfunction, depression, post-traumatic stress disorder, autoimmune thyroiditis, autoimmune arthritis, diabetes mellitus, dry skin, urticaria, rash macular, nausea, tooth loss, dyspareunia, fatigue and pain outcome was unknown and the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, autoimmune arthritis, autoimmune thyroiditis, crohn's disease, depression, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, fibromyalgia, headache, menorrhagia, migraine, nausea, pain, pelvic pain, post-traumatic stress disorder, rash macular, tooth loss, urticaria, uterine infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Date of additional surgeries (B)(6) 2006. Type of additional surgeries other. Date(s) of removal: (B)(6) 2011 (discrepancy noted). Current weight 109 lbs. There were 14 fully-deployed coils on the patient's left side, the device then uncoiled with an optimum 3 coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Computerised tomogram abdomen - on an unknown date: resolution of a right ovary cyst with development of a left ovarian cyst. The diameter is 4.5 cm, right lower quadrant ostomy; on (B)(6) 2011: 4 cm right adnexal cyst probably an ovarian cyst. There is a 4 cm cystic lesion in the right adnexa likely representing a large right ovarian cyst. There is no free fluid.. Hysterosalpingogram - on (B)(6) 2006: the right coil was not visible, however, it was noted that the patient had a postoperative hysterosalpingogram showing occlusion of the tube and small bubbles in the uterine cavity did not exude from the right fallopian tube.; on (B)(6) 2005: results of essure confirm. Test bilateral occlusion, there is complete occlusion of both uterine tubes, satisfactory position of the right uterine tube occluding device with occlusion of the right uterine tube. Patency of the left uterine tube despite placement of the occluding device. Due to the essure occlusion devices. Ultrasound pelvis - on (B)(6) 2011: finding suggesting fallopian tube contraceptive devices, bilaterally. Grossly normal ovaries without discrete adnexal masses.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headache, nausea, depression, fibromyalgia, menorrhagia concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device lot number: 12249114, manufacture date: 2003-12, expiration date: 2005-05. Lot number: 12258954, manufacture date: 2004-02, expiration date: 2005-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and crohn's disease ('autoimmune diagnosed:crohn's') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), crohn's disease (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), vaginal infection ("vag. Infect."), alopecia ("hair loss"), weight fluctuation ("weight gain and weight loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the crohn's disease, fibromyalgia, vaginal discharge, vaginal infection, alopecia, weight fluctuation, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, crohn's disease, dysmenorrhoea, fibromyalgia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain and bleeding. Date of additional surgeries (B)(6) 2006. Type of additional surgeries other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: results of essure confirm. Test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. New events added-pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fibromyalgia, crohn's disease, vaginal discharge, vaginal infection, hair loss, weight fluctuation, migraine and headaches were added. Lab data added. Patient demographic's details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.